Event description:
Crt-d device atrial header port would not sense atrial lead during procedure. The device was taken out of patient and a new device implanted which worked appropriately. There was no known patient harm.